Manufacturer narrative:
Concomitant medical products: tn30mfl - bur transnasal 3mm match fluted; lot ¿ 0208158403; manufacture date ¿ march 20, 2014. (B)(4). The device has been received. However, the product analysis is not yet complete. Method code: no testing methods performed. This device is used for therapeutic purposes.

Manufacturer narrative:
(B)(4): received 2 sample(s) with original product pouch and label identifying part number as tm30mfl. The returned condition of the samples showed signs of customer use. The tip of the transnasal bur was found detached from the inner shaft assembly on one of the burs. There was no fault found with the second bur. It is possible that procedural, anatomical, and/or operational factors encountered by the customer during the procedure may have led to the failure. These factors include and are not limited to difficult anatomical location, hard bone/tissue structure. These factors can cause the customer to exert pressure, manipulate and/or maneuver the device in a manner that may lead to tip breakage. (B)(4)

Event description:
It was reported that two burs were wobbling when attached to an em200 midas drill as well as an em100 midas drill during an msi spin fusion case. The first bur broke off, it was a clean break. It looked like the tip broke in the shaft and then fell out. The second bur was also wobbling. The burs were reattached a few times on each drill, but the wobbling persisted. The customer was able to get a third bur, which worked fine. There was no reported injury as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.